Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter was displaying an unknown error message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014, at approximately 8pm. The patient reportedly manages her diabetes with metformin pills and glyburide pills, 3x per she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that immediately after obtaining the unknown error message, she developed symptoms of ¿light headedness, faint and headache.¿ it is not clear whether the patient received treatment immediately for her symptoms. The patient reported on (B)(6) 2014, she went to the emergency room (ER) for an unspecified reason. Her blood glucose was checked on an hcp meter, but she did not know the result obtained. The patient was reportedly treated at the ER with a glucagon injection between 9-10 pm. At the time of troubleshooting, the cca noted that the error occurred upon test strip insertion. The issue was not resolved with troubleshooting since the patient no longer had testing supplies. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.